Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient reported that the health care provider (hcp) accidentally placed the implantable neurostimulator (ins) upside down in their breast area causing it to pierce through their skin. They had surgery to correct it. The indication for use was for spinal pain.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a160 lot# serial# (B)(4) implanted: 2015 (B)(6) explanted: 2017 (B)(6) product type lead product ID 977a160 lot# serial# (B)(4) implanted: 2015 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that her doctor put the battery in so that the pointed edges for that particular battery were pointed outward where they were poking through her skin causing bruising on the skin itself, so he went in and spun it. The patient reported that she called the manufacturer before frustrated because a manufacturer¿s representative (rep) was there and didn¿t provide counsel to the doctor to turn the ins specifically so it didn¿t have pointed edges pointing outward causing pain. No further complications were reported.